Event description:
The hospital reported that during a coronary artery bypass procedure, loading errors occurred when the scrub was preparing the heartstring iii proximal seal prior to giving it to the surgeon. This was believed to be user error based on the user's lack of experience with product. A new kit was opened to complete the case. There was no patient effects. The product and package were discarded, so the lot numbers are unavailable.

Manufacturer narrative:
Method - after the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. Results - a lot history record review could not be performed as the product lot number was not reported. (B)(4).